Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient is experiencing discomfort at the ipg pocket site. The patient underwent surgical intervention on (B)(6) 2016 to remove and replace the ipg in a new pocket site. Therapy has resumed.